Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion, the catheter experienced sterile water leakage where leakage started from the root of the catheter when fixed water was injected, occurring at the root of the y-shaped connector, no objects were known to have come into contact with the product, and the product lot number was myks5239.